Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The inpatient ward nurse routinely inspected the IV catheter prior to placement and discovered a transparent substance adhering near the needle tip. No harm was caused, and the catheter was discarded.

Manufacturer narrative:
1. DHR/bhr review (lot#5048548): 1) the products of this batch were assembled at intima ii auto line 2 in mar 2025 and packaged at r240 package line in mar 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer returned two photos but did not return the complaint unit. The photos show a transparent foreign matter adhered to the catheter near the needle tip. 3. Visual inspection was conducted on the retention samples of the same lot, and no such defects were found. 4. According to the foreign object state and production process analysis, the foreign object may be caused by silicone oil buildup. The silicone oil generated from the lubrication of the catheter mold tip will have a blowing device to remove excess silicone oil. If the blowing device is unreasonable, then the excess silicone oil cannot be removed. 5. For this type of defect, the plant already has relevant improvement measures in place: modified front blowing device of the mold tip. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality was found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. The returned photos show the specific location and condition of the foreign object; however, since the complaint unit was not received for relevant testing, the exact source and composition of the foreign object cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.